Event description:
During device preparation, the generator would shutdown and the procedure was cancelled. When the temperature increased to 90 degrees c, the generator shut down. Additionally, when the ablation time was set to 30, 60, or 90 seconds the generator would continue to shutdown. The probes were replaced with no resolution and a nerve block injection was performed. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
Ac power was applied to the rf generator and the system did not successfully power on, confirming the reported shut down and subsequent procedure cancellation. The upper assembly was replaced and the unit started successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.